Manufacturer narrative:
(B)(4)

Event description:
It was reported a volume discrepancy occurred. The expected residual volume was 12 milliliters (ml) and the actual residual volume was found to be 20 ml's. It was noted the cause of the discrepancy was unknown. The physician found the pump full at the patient's refill. It was reported the physician suspected a kinking of the catheter or a motor stall. It was stated, "annotations were not been read." The patient's symptoms associated with the event were increased spasticity and pain. It was reported the patient would be referred to the implanter for a pump system revision along with a dye test and rotor test. The patient was noted to have been hospitalized and at the time of the report was alive with injury. The device system was used to deliver lioresal and it was noted the pump had always been just baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter. (B)(4).

Event description:
Additional information received reported that a revision was performed. The problem was noted to be a kinking of the catheter in the pocket due to fibrosis. The pump was okay and the physician decided to maintain both the pump and the catheter in service. The patient was fine.